Event description:
Subsequent to the initial medwatch report, the following information was received: the sutures from the two proglide devices removed from the vessel and the vessel was surgically repaired and sutured to achieve hemostasis. No additional information was provided.

Event description:
It was reported that prior to a percutaneous mitral annuloplasty procedure, pre-close placement of the sutures was achieved in the femoral artery using perclose proglide devices. Reportedly, after deployment of the initial proglide device through a 6-french sized access site, a portion of the intima of the vessel detached. The sutures of a second proglide device were deployed and set to the side. The access site was upsized to 14-french. After conclusion of the percutaneous mitral annuloplasty procedure, the knots from the two proglide devices were advanced and tightened and manual arterial compression was applied, but bleeding continued. The vessel was surgically repaired and sutured to achieve hemostasis. There were no reported adverse patient sequelae. The operator is reportedly trained in the use of the proglide device and established in the pre-close deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, referenced was filed under a separate medwatch manufacturer report.